Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, two devices had malfunctioned. The reload completely wasn't able to fire while stapling a tissue. There was also proximally incomplete staple line.